Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the consumer did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he has experienced blurred vision and sees a black strand going toward his ear. He was told by his surgeon that he has corneal edema. No further information is expected as the consumer did not provide his or the surgeon's contact information.